Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that noticed outside a case that the black button that syncs unit was stuck and does not press in. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the inserts on the housing was broken. Further, minor scratches were identified with the device upon decontamination. The housing would have to be replaced to resolve the issues; however, the housing cannot be replaced, this unit will be deemed unrepairable and sent to long term hold. The minor scratches on the device and broken inserts are most likely a result of user mishandling, probably during transport or storage of the device or a possible fall. The broken inserts would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch was stuck and would not press in. During in-house engineering evaluation, it was determined that the inserts on the housing was broken. There was no procedure nor patient involvement reported. No additional information was provided.